Event description:
It was reported that during the placement of a vena cava filter via the femoral, the filter failed to deploy. The system was removed from the pt and the dr noted that there was a 'burr' on the sheath which prevented the filter from deploying. The procedure was completed with a new filter system without difficulty. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unknown. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.